Manufacturer narrative:
(B)(4). Batch #: r93v31. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and it was found that y-link was broken. There was no "switch error screen" displayed at any time during analysis. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be made as to how the broken y-link occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during surgery instrument started showing error, two switches activated at same time. Procedure delayed by five minutes. No patient consequence reported.